Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the ventricular lead impedance trend was varying with one high impedance reading. The sensing was also noted to be lower. The lead remains in use and is continuing to be monitored. No patient complications have been reported as a result of this event.